Event description:
A peritoneal dialysis pt has reported dialysis solution is leaking out of the cassette and into the cycler. There is no report of pt ill effect. There is no sample available for evaluation.